Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The event was previously reported for infection via the alternative summary report and the device system was returned indicating a patient death. Concomitnat product: product ID: 5076, implanted: (B)(6) 2011; product ID: 5092, implanted: (B)(6) 2011. (B)(4).

Event description:
Infection was reported. The device and two leads were removed and the system has not been replaced thus far. No further complications have been reported as a result of this event. (B)(6) 2013 : additional information was received. It was reported that the patient is deceased and died approximately two months post explant of an implantable pulse generator (ipg) system due to infection.

Manufacturer narrative:
Product event summary # product ID# vedr01. The device was returned and analyzed and no anomalies were found.